Event description:
It was reported that during a laparoscopic pancreatoduodenectomy procedure, gas leaked with a boo sound. The abdominal air pressure was 8 to 10 mmhg. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as whistling or hissing? "Boo". If so, did the noise prevent insufflation? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? 8 to 10 mmhg. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? No information. If so, what device? No information. Was any torque being applied to the trocar or device? No information.